Event description:
The customer called the remote technical assistance center and stated they were not getting any audible sounds with alarms. The involved device has been sent in to the customer repair center.

Manufacturer narrative:
The involved device has been sent to the philips customer repair center for evaluation. Philips is in the process for obtaining more info concerning this event and this complaint is still under investigation. A supplemental report will be submitted when the investigations completed.